Event description:
It was reported that balloon rupture occurred. The target lesion was located in the pulmonary artery. A 0.018 v18 guide wire was used in cannulation of the right brachial artery with stenosis of the distal brachial multiple stenosis after radial artery. A 3.0x220x150 sterling balloon catheter was advanced for dilation. However, after inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a non-boston scientific balloon with successful angioplasty done without rupture. No patient complications were reported, and the patient's status was stable.